Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the cause of the error message and image problem occurred due to cable failure. The specific root cause of the cable failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no proper image was shown when connecting the device to the video processor due to the camera cable defectiveness. Only test patterns such as color bars were visible on the screen. Furthermore, , no product information was displayed on the monitor. The causal link between the video cable defectiveness and the visible damage was likely the use of a pointed or sharp object which potentially met the cable. As a result, the probable cause of the image problem reported was related to the cut. It is assumed that the probable cause of the defect was due to a customer mishandling issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head displayed an e216 error. In addition, image problem occurred. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.